Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be determined. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, the thunderbeat probe fell off inside the patient. The procedure was completed with a similar device. No patient injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device found there is some tissue build up. The teflon pad has normal wear with no metal exposure or abnormality. The device failed the probe check displaying error code u509. A microscopic inspection of the distal end of the device found the probe is detached. The broken portion of the probe is approximately 18 mm long. The root cause for the damaged probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The probe became fully broken during the testing.